Manufacturer narrative:
The device was used in treatment was returned for evaluation, establishing a relationship between the reported event and the device. Visual inspection of the returned device revealed that the tube set was pinched. Functional evaluation revealed that the device failed the pressure test and there was no suction. The root cause is determined to be a component failure. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. The complaint history file contains further instances related events of the reported events. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.

Event description:
It was reported that the renasys go used in a patient for a month is not suctioning adequately. Tegaderm was applied in the dressings borders to ensure a good seal but the device is displaying the "low vacuum" message. Customer went through the troubleshooting steps but the problem was not resolved. No back-up was available at the moment of the malfunction. Device was going to be changed for a new one but the exact date is unknown. No information about delay. No patient harm reported. No further information available.